Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. The manufacturer¿s field service engineer (fse) confirmed the reported flow issue. The manufacturer¿s field service engineer (fse) replaced the exhalation flow sensor to address the tidal volume problem. The unit passed the required tests and returned for use.

Event description:
The customer reported that there was no volume reading while the ventilator was in use on a patient. There was no patient or user harm reported. The event date was not specified; estimate used.